Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a routine follow-up the physician found short r-r intervals, the impedance was low, and thresholds were high. The lead was capped and replaced. No patient complications have been reported as a result of this event.